Manufacturer narrative:
This device is being investigated under an ide and is not subject to MDR reporting regulations. On september 7, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During a visual evaluation, the gel appears clear. And the gel appears clear and no apparent damage or visual anomalies were observed on the smooth uhp 1135cc returned device. Additionally, the device weighed 1137.7 grams lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced swollen lymph nodes on the right side. Hence, swollen lymph nodes/glands code has been added to field h6 (health effect - clinical code). After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove infection, and wound dehiscence codes and add wound infection under field h6 (health effect - clinical code) to more accurately capture the reported event. On (B)(6) 2021, mentor became aware that field b2 "is hospitalization initial/prolonged" was mistakenly not selected under the previous submission. It has been selected on this form. The patient is now not implanted with any study device. This device has not been approved by the us FDA and is not marketed for sale in the us. Therefore this event is not MDR/psr reportable. This device is being investigated under an ide and is not subject to MDR reporting regulations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device is being investigated under an ide and is not subject to MDR reporting regulations.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the men-15-001 clinical trial, participant 1018. It was reported that a (B)(6) year old patient who underwent reconstruction with mentor athena study gel device on (B)(6) 2016 on her right breast presented pseudomonas infection and delayed wound healing. The principal investigator assessed the infection and delayed wound healing as definitely related to the breast,unrelated to the study device, and unrelated to the study procedure. The patient was hospitalized on (B)(6) 2017 and underwent irrigation, debridement, and explantation of intact right side device on (B)(6) 2017. Per patient crf, the patient had an incisional hernia repair on (B)(6) 2018 that was entered as a non breast concomitant surgery. The patient is now not implanted with any study device. This device has not been approved by the us FDA and is not marketed for sale in the us. Therefore this event is not MDR/psr reportable. This device is being investigated under an ide and is not subject to MDR reporting regulations.